Event description:
It was reported that after insertion, poor augmentation was noted with the distal part of the iab not inflating. Manual inflation was successful to deploy the iab but would only inflate proximally with the pump in which no alarms sounded. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. There were no problems with inflation or augmentation. No patient harm or injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the distal end of the teflon sheath was at approximately 38cm from the iabc distal tip. Buckling to the teflon sheath extrusion was noted from approximately 44.5cm to 53cm from the iabc distal tip. The one-way valve was tethered and connected to the short driveline tubing. The iabc bladder was fully unwrapped. Bends to the iabc central lumen were noted at approximately 8.cm , 17.5cm, 28cm, 37.1cm and 68.2cm from the iabc distal tip. The outer lumen was noted damaged approximately 53cm to 68cm from the iabc luer. Some dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The customer provided a photo and video for evaluation. The photo shows an ac2 serial number. The video shows the iabc not inflating inside the patient, which is consistent with the reported complaint. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0063in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Upon flushing the catheter, liquid blood was noted exiting the central lumen. The iabc was leak tested and multiple leaks were immediately detected from the outer lumen. Under microscopic inspection, a total of five (5) leak sites were noted on the outer lumen at approximately 53cm to 68cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the iab distal part was not inflating" is confirmed. During the investigation, the outer lumen was noted damaged and leaks were noted resulting from the damaged outer lumen which caused the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the outer lumen leaks. The root cause of the outer lumen leaks are undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a corrected data: n/a

Event description:
It was reported that after insertion, poor augmentation was noted with the distal part of the iab not inflating. Manual inflation was successful to deploy the iab but would only inflate proximally with the pump in which no alarms sounded. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. There were no problems with inflation or augmentation. No patient harm or injury.